Event description:
A report was received stating that "because the nurse thought that the nava ng was obstructed, she removed it. The end of the tube was bent and broken with the inside lead wire sticking out. The bend was approximately 1.5 inches from the end of the tube. A second tube with the same lot number was inserted and has been working well." (B)(4).